Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump powered up properly after battery installation. Power loss alarm confirmed in the long trace. The power management tool confirmed power system error alarm was triggered when backup battery loaded voltage was less than 3.5 v for four consecutive hours due to resistance issue at the j6 connector. After disconnecting and reconnecting the internal battery connector on the j6 printed circuit board assembly the insulin pump was monitored and functioned properly. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received power loss alarms when the battery was out for a short period of time. The customer's blood glucose was unknown at the time of incident. The customer stated that the power loss alarm recurred after inserting a new battery. The insulin pump will not be returned for analysis.